Manufacturer narrative:
The customer reported getting a 90008 error which could indicate a failure to discharge. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available information.

Event description:
The customer reported getting a 90008 error which could indicate a failure to discharge.